Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia. Spectranetics lead locking devices (lld's) were inserted into each lead to provide a traction platform to aid in extraction. A CT surgeon was also scrubbed in and was part of the extraction. With use of spectranetics glide light laser sheaths, 14f and 16f, the physicians moved back and forth between the two leads due to heavy fibrosis, calcification and lead on lead binding. Once the ra lead came out, the physicians switched back over to working on the rv lead. After some time, the doctors determined that there was likely an injury due to visualization of effusion on transesophageal echocardiography (tee), however, the patient's hemodynamics did not change. It was determined that a sternotomy was necessary, and the team visualized an injury to the left innominate vein and right brachiocephalic artery. It was reported that the innominate vein was cut and ligated and the brachiocephalic artery was patched using bovine pericardium. The patient was stabilized and survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure.